Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump increased the rate from 1 to 2 milliunits without manual programming or resending order details to the pump. The involved infusion was oxytocin (pitocin) 30 units in 500ml. The patient had titratable oxytocin (pitocin) running through labor. The rn entered the room to titrate pitocin up per physician's order. Upon entry to the room, the rn noted that the infusion had already increased by 1ml/hr (from 6ml/hr to 7ml/hr). Upon review of the pump rate, it was verified that the infusion had increased at the proper time and proper rate per order. However, the pump had increased the rate on its own. There was patient involvement but the no harm.

Event description:
It was reported that the pump increased the rate from 1 to 2 milliunits without manual programming or resending order details to the pump. The involved infusion was oxytocin (pitocin) 30 units in 500ml. The patient had titratable oxytocin (pitocin) running through labor. The rn entered the room to titrate pitocin up per physician's order. Upon entry to the room, the rn noted that the infusion had already increased by 1ml/hr (from 6ml/hr to 7ml/hr). Upon review of the pump rate, it was verified that the infusion had increased at the proper time and proper rate per order. However, the pump had increased the rate on its own. There was patient involvement but the no harm.

Manufacturer narrative:
Omit: g02001 - antenna. Correction: imdrf annex g grid.